Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was unable to confirm the reported condition. The IV pole button on the side panel had a screw pressed against the internal latch mechanism causing the IV pole to lower during vibrations. The screw was set further from the internal latch mechanism to prevent the issue from recurring. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. Correction: trima field action 30 was completed on november 6, 2018 during preventive maintenance. Corrective action: an internal CAPA has been initiated to evaluate reports of the IV pole dropping down suddenly. Implementation of the addition of a collar for the currently field installed devices will be completed to address this issue. Root cause: the root cause of this failure was a screw pressed against the internal latch mechanism causing the IV pole to lower during vibrations.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down when bags are hung on the pole. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.